Manufacturer narrative:
The report received from the affiliate indicated that during an interventional procedure, the enterprise vrd pre-deployed in the y-connector. It was reported that the introducer of the enterprise was not seated properly in the hub of the microcatheter. There was no reported loss of access to the target lesion as a result of the reported event. The inspection of the returned product found the delivery system coil wire was unraveled. It is not known when this occurred as related to procedural use or post procedural handling for return. The procedure was completed with the same/like products. There was no reported patient injury. The microcatheter (mc) used is not known. No target lesion information was available. There was no reported product issue with the microcatheter used and an adequate continuous flush was maintained at all times. The product was returned for inspection. One non-sterile enterprise was received in a plastic bag. The stent was received totally deployed. The guidewire presented a bent condition at approximately 6.1cm form distal end. The stent was inspected under microscope and it was observed that the stent was in good condition. The coil wire was observed to be unraveled at approximately 6.1cm form distal end. Functional analysis could not be performed since the stent was received deployed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01428087 which corresponds to lot 1428087. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported premature deployment of the stent in the hub of the microcatheter could not be evaluated since it had been deployed. The introduction procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. If prior to introduction of the stent fully within the microcatheter, the introducer is not fully seated in the microcatheter hub or there is movement of the introducer resulting in a gap, the proximal end of the stent will expand as it enters the gap. If the introducer is not secured, it will move and the gap will expand resulting in premature deployment of the stent in the microcatheter hub. The procedural factor of not having the introducer fully seated will result in inability to introduce the stent and subsequent premature deployment as well as likely contributing to the delivery wire damage. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional procedure, the enterprise vrd and delivery stent pre-deployed in the y-connector. There was no reported patient injury. The micro-catheter (mc) used was not known. No target lesion information was available. There was no reported product issue with the micro-catheter used and an adequate continuous flush was maintained at all times. There was no reported loss of access to the target lesion as a result of the reported product issue. The introducer of the enterprise was not seated properly in the hub of the mc used. The procedure was completed with the same/like products. Addendum: the inspection of the returned product indicated the following: the stent was inspected under microscope and it was observed that the stent was in good condition. The coil wire was observed to be unraveled at approximately 6.1cm from the distal end.